Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2020. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards transcatheter heart valve. The possible PMA numbers associated with this article are: (B)(4)- edwards sapien transcatheter heart valve, (B)(4)-edwards sapien xt transcatheter heart valve and (B)(4)-edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high risk anatomical features for embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve embolization cannot be determined, however may be related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bassim el sabawi md, mayra e. Guerrero md, mackram f. Eleid md, vuyisile t. Nkomo md, mph, sorin v. Pislaru md, phd, charanjit s. Rihal md. ''Hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', catheter cardiovasc interv. 2021;1-10.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 6 left ventricular outflow tract (lvot) obstruction, 8 hemolysis, and a tavr due to regurgitation. This report is for 1 valve embolization.

Manufacturer narrative:
Correction to section b5. Please reference related manufacturer report no: 2015691-2021-04522, 2015691-2021-04530, 2015691-2021-04534, 2015691-2021-04535, 2015691-2021-04538, 2015691- 2021-04541.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 1 left ventricular outflow tract (lvot) obstruction with intervention, and a tavr due to regurgitation. This report is for 1 valve embolization.